Manufacturer narrative:
UDI= (B)(4).

Event description:
It was reported that the burr was stuck on the stent. The target lesion was located in the previously implanted stent in the circumflex artery. A 1.75mm rotalink burr was used to treat the target lesion. During the procedure, it was noted that the burr was stuck in a previously implanted stent. The burr and catheter were pulled out; however, the stent came out with the device attached to the burr. The procedure was completed with another 1.75mm rotalink burr. No patient complications were reported. Patient was unharmed.

Manufacturer narrative:
Device evaluated by manufacturer:returned product consisted of the rotalink burr device inside a non-bsc guide, a stent, and a rotawire. The stent and rotawire were protruding out of the end of the guide with what appeared to be contrast and blood, when received. The devices were not able to be separated due to the contrast inside the guide, so the devices were soaked in a warm water bath. After being soaked for a day, the devices were able to be separated with no issues. There was no damage to the returned rotawire. The burr, sheath, and coil were microscopically and visually examined and no damage or irregularities were identified. The received stent was stuck on the burr and was unable to be removed, so a measurement of the burr was not possible. Inspection of the complaint device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-10677. It was further reported that a synergy stent which was implanted 8 months ago came out with the device attached to the burr. No damage noted on the vessel and it was re-stented.